Event description:
During a right knee arthroscopic anterior cruciate ligament procedure on (B)(6) 2013, it was discovered the small battery drive had low power and sounded choppy and sluggish. A spare device was used to complete the procedure with no further problems, no delay in surgery, and no harm to patient. Patient was reported to be stable post-operatively. No additional information was provided. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: the lot number provided is a supplier lot number. The synthes lot number is 5167840. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The manufacturing documents were reviewed and no complaint related issues were found. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Manufacturer narrative:
Device was used for treatment, not diagnosis. A service history of the past six months has been reviewed. No service history review can be performed. The item has not previously been sent in for service. There is no information relevant to the current complained issue. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis.

Manufacturer narrative:
Investigation coordinated by (B)(4). The customer's complaint of low power sounds choppy and sluggish was confirmed. The small battery drive was evaluated and the device has low power (does not function properly). It was reported that evidence suggested this was due to usage wear over time.